Manufacturer narrative:
Concomitant products : bfxc2615165 stent graft, implanted (B)(6) 2007, ilxc1616135 stent graft implanted. (B)(6) 2007. Product event summary : the device was returned and analyzed; analysis revealed shorting/low resistance in the integrated circuit. During preliminary analysis, a telemetry problem and no output were noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted, and subsequently tested out of specification. Follow-up with the physician's office revealed the device had multiple power on resets (pors) and was explanted and replaced due to the pors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.